Manufacturer narrative:
H2) additional information: it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Estimated 3d dose absorbed (patient): 12.5 msv <(><<)> to =25msv number of people exposed: 1 - patient 1 - medtronic representative present number of people in or other than patient: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomittant products: information references the main component of the system. Other relevant device(s) are: product ID: b i71000862, serial/lot #:(B)(4).

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that imaging system was having issues transferring exams to the navigation system for a case. The mobile view station (mvs) would display a message stating >68 images transferring. The network connection was also flickering when trying to manually push to the navigation system. During spin 1, the mvs displayed only 66 images but after the case all 192 slices were present. The user re-did the spin. During spin 2, the imaging system did not auto transfer to the navigation system. The navigation system gave an error to reboot. The manufacturer representative had to manually transfer the exam. The first failed (the network connection was flickering), the 2nd was successful. During spin 3, the spin looked good on the imaging system, but it was missing slices on the navigation system. The user re-did the spin. Spin 4 was successful. There were 2 unused spins. The representative also stated that after the case, spin 3 did not show any screws even though it was taken after screw placement and the slice number was wrong. During troubleshooting, the imaging system was still taking a while to transfer scans to the navigation system and the mvs was not showing all 192 slices that were captured. The communication between the imaging and navigation system was going in and out. Both system bulkheads were bypassed, two additional network cables were tried, both systems were power cycled, the network information was checked and an alternate navigation system was tried. The procedure was delayed by less than one hour. There was no impact on patient outcome.